Manufacturer narrative:
The affected article was not returned for investigation. Therefore, an examination can not be performed and it is not possible to determine the root cause. Based on statistical evaluation, there is no indication for any systematic design, material or manufacturing related issue.

Event description:
Surgeon put in first screw, followed the op-tech exactly. As written and could only get the screw in half way. Screw/stripped & could not back out. Had to pull out with vice grips. Continued w/tapping and 2nd screw advanced further but was still proud into joint space & could not back out either due to stripping. He then had to shave screw out with a bur.